Event description:
Additional information received from the consumer reported that the patient had a spinal cord fusion on (B)(6) 2015. L4 was fused with l5 and l5 was fused with s1. The patient was not sure the shocking at the stimulator site was from the stimulator but they had not had any problems since the fusion surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient developed drop foot in (B)(6). The pain was uncontrollable in the lower back. On (B)(6), the patient had a spinal cord fusion. There were no instances with the stimulator in months and no problems after surgery on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type :lead. (B)(4).

Event description:
The patient reported they felt a shocking sensation at the implant site which was located on their hip. There were no falls or traumas reported related to this issue. Relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.